Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: detail: stryker item 250-070-500 strykeflow 2 disposable suction irrigator, battery holder device 'exploded' per staff in room. Lot number 23242fg2 the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be defective battery. The damaged battery was be sent the battery supplier. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.